Manufacturer narrative:
Corrected data: type of investigation code ¿10¿ was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty receptacle unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, tracks of the receptacle unit found corroded, scratches were noted on the top cover, chassis and the rear panel, the paint peeled off from the tank socket, corrosion was noted on the main board, and the port was noted to be tight. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the video system center had no light output and no air flow. Upon inspection of the customer¿s returned device it was observed, the front panel button was not working due to a defective receptacle unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.